Event description:
The initial reporter alleged discrepant reactive results for the anti-hbc g2 elecsys e2g 300 assay on the cobas e 801 module when compared to a competitor assay. The sample in question was from a 3-year-old child. Initial testing on (B)(6) 2020 and (B)(6) 2020 using the anti-hbc g2 elecsys e2g 300 assay on the cobas e 801 module yielded reactive results. All other parameters tested were negative. The serum was sent to another laboratory for confirmation, where testing on siemens' centaur advia system produced a negative anti-hbc result. On (B)(6) 2020, the sample was re-tested on the cobas e 801 module using the anti-hbc g2 elecsys e2g 300 assay and again yielded a reactive result. The child was reported to be vaccinated, but anti-hbs was also negative. Subsequent testing of the sample on a third system, the liaison xl diasorin, produced a positive anti-hbc result with a raw data value of 0.82 (where 1.1 is considered negative).

Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6)). The investigation determined that the anti-hbc g2 elecsys e2g 300 assay performed within specifications. The sample in question yielded reactive results on both the cobas e 801 module and the liaison xl diasorin system, while a competitor assay produced a negative result. Based on the available data, the sample was most likely true positive. The investigation was limited by the unavailability of sufficient sample volume for further testing. No general reagent issue was identified, and the issue was attributed to sample-specific factors.